Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, due to the battery gauge fluctuating resulting in the pump shutting down, with moderate ketones. Customer addressed bg level via correction injection. The customer continued to use the pump for insulin therapy.